Event description:
It was reported that foreign matter was discovered embedded with a bd 10ml syringe luer-lok¿ tip bulk convenience pak. This occurred on 6 separate occasions prior to use with batch 9238771 and 11 occasions with 9238769. The following information was provided by the initial reporter: it was reported that during visual inspection, trays were identified with embedded material.

Manufacturer narrative:
H.6. Investigation summary: seventeen photos and a total of nineteen 10ml syringes in two bags were received and evaluated. One bag was labeled with batch 9238769 and contained twelve syringes and one bag was labeled with batch 9328771 and contained seven syringes. All nineteen syringes contained one or a few small black embedded foreign matter particles. The particles appeared to be burnt plastic and all were smaller than level 3 in size, which was acceptable per product specification. Potential root cause for the embedded foreign matter defect is associated with the molding process. Since the defects observed are within the acceptable limits, no corrective actions are necessary. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9238771, medical device expiration date: 2024-08-31, device manufacture date: 2019-08-26, medical device lot #: 9238769, medical device expiration date: 2024-08-31, device manufacture date: 2019-08-26, a sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was discovered embedded with a bd 10ml syringe luer-lok¿ tip bulk convenience pak. This occurred on 6 separate occasions prior to use with batch 9238771 and 11 occasions with 9238769. The following information was provided by the initial reporter: it was reported that during visual inspection, trays were identified with embedded material.